Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the adjusting knob was extremely hard to move and made a squeaking noise. Hand suturing was used to complete the case.